Manufacturer narrative:
The psm arm was returned and analysed. Failure analysis investigation found that the psm failed the in-house slow sweep test. The axis-2 brake was replaced and the arm was upgraded with new brakes. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the psm arm failing the slow sweep test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the site experienced a recoverable system error code on patient side manipulator (psm) arm 2. With the assistance of an intuitive surgical, inc. (Isi) technical support engineer(tse) the site was able to restart the system to resolve the reported issue. The planned surgical procedure was completed and there was no report of any patient harm. The field investigation performed by the isi technical field specialist (tfs) was unable to reproduce the reported issue experienced by the site; however, the tfs replaced the affected psm as a precaution. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.

Manufacturer narrative:
This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.